Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure and related to device design. Additional observation not reported by site: the instrument was found to have a dislodged flush tube guide when the housing was removed. Root cause of this failure is attributed to mishandling and misuse. A review of the instrument log of the small grasping retractor (part # 470183-14 / lot # n10210531-0099) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: error 22020 - small grasping retractor failed to engage on universal surgical manipulator (usm1), wrist pitch axis failed to engage. This complaint is being reported due to the following conclusion: during a da vinci-assisted abdominoperineal resection surgical procedure, it was alleged a piece of wire was from a small grasping retractor instrument was found in the patient. The fragment was retrieved in the same procedure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was originally reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) when removing a small grasping retractor instrument, it collided with another instrument. Customer then believed their needle count was off and they went into the patient searching for a needle, but instead found a piece of wire. Customer then realized their needle count was correct and the wire may have been from the small grasping retractor caused by the collision. No patient harm was reported and the customer will remove the instrument from their circulation. The customer completed the procedure and there was no reported injury to the patient. Intuitive surgical, inc. (Isi) contacted the clinical nurse manager on 15-nov-2021 and obtained the following information: there was no instrument collision that took place. The fragment was retrieved in the same procedure. She stated the surgeon did not notice the instrument was broken until the instrument was removed from the patient. Only then did the staff realize something was wrong. Site stated the robotics coordinator will return the instrument, but she doesn't know if they are including the fragment piece or if the fragment piece has been discarded.